Event description:
Report received of an over-delivery. The customer contact indicated that the event was a result of an error in programming the device. The pump was programmed to deliver 25000 units of heparin in 250ml at a rate of 80ml/hr (8000u/hr), instead of the intended "800u/hr". The reporter stated after approx 1hr and 4min, the nurse found the programming error and the infusion was stopped. There were no adverse pt effects and no medical intervention were required. Though requested, no add'l info was provided.